Manufacturer narrative:
Sample receipt is pending.

Event description:
It was reported that the device would not deflate. The balloon would not deflate in the tibial vessel. The physician had to drag the balloon back to the sheath and burst it to remove the device from the pt. There was no pt injury reported.